Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17720943l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation. During the procedure, after inserting the diagnostic and therapeutic catheters, a ventricular tachycardia displayed and the patient became hypotensive. Patient lost consciousness and the ventricular tachycardia progressed to a ventricular fibrillation. Remainder of procedure was aborted. No ablation was performed. There is no information regarding interventions. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Initially, it was reported that the patient suffered a ventricular fibrillation. However, additional information was received on the event on (B)(6) 2018 describing that the patient suffered a cardiac arrest. A cardiac massage was performed, patient was defibrillated, and percutaneous cardiopulmonary support (pcps) was initiated. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no other biosense webster, inc. Devices used during the procedure. Therefore, correcting "patient code" from "ventricular fibrillation" to "cardiac arrest". Also, checked "required intervention". The biosense webster inc. Failure analysis lab received the device for evaluation on 3/6/18. The investigational analysis has been completed. Investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).